Event description:
The event occurred on an unspecified date, and involved a chemolock port which was reported to have leaked unspecified chemotherapy drug during patient infusion. It was reported that the chemolock injector was not connecting to the chemomlock port, and a tiny chemo spill occurred, but the patient and staff were fine. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. The extension to the phone number is: (B)(6).

Manufacturer narrative:
Four used cl2100 chemolock ports (lot #5816334) were returned for evaluation; they were confirmed to have incomplete connections when attempting to connect to a known good chemolock injector. Subsequent pressure leak testing showed the cl2000s chemolock injectors (lot #5849726) though not fully connected to cl2100 chemolock ports (lot #5816334) met product performance expectations without leakage. The technical probable cause is dimensional variation of the metal spring received from an external supplier. The systemic probable cause is the metal spring specification was not defined correctly as the compressed length was not included as a critical dimension to inspect routinely in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.